Event description:
On (B)(6) 2025, the patient reported slow charging (only 8% after 1 hour on pad). Agent had patient reposition the ilet on pad, which resolved issue and charging improved. Patient noted light was solid green throughout. The patient will call back if problem persists. Blood glucose was not affected. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.